Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump had cracks in the left front side of the top case and a worn lead screw. Review of the pump event log noted a "motor not running" message was recorded. Functional testing included occlusion testing. A "motor not running" message was unable to be duplicated during the occlusion test. The stepper motor was replaced as a preventative measure. Based on the evidence, the complaint was unable to be confirmed.

Event description:
Information was received indicating that this syringe infusion pump's motor was not running. No adverse patient effects were reported.

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump had cracks in the left front side of the top case and a worn lead screw. Review of the pump event log noted a "motor not running" message was recorded. Functional testing included occlusion testing. A "motor not running" message was unable to be duplicated during the occlusion test. The stepper motor was replaced as a preventative measure. Based on the evidence, the complaint was unable to be confirmed.